Manufacturer narrative:
Evaluation summary: a visit to the local facility revealed that image communication may not work properly depending on the facility's communication program settings and operating methods. Training was provided to the facilities so that they could use the communication in the correct manner. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured on 26-may-2023 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 26-may-2023. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
After successful installation of the dicom documentation, there are massive problems with the dicom transfer from the pentax processor to the gi viewpoint documentation software during operation. Pictures are assigned to the wrong patients.transmissions sometimes take >24 hours or disappear completely. (B)(4) of dekom assumes a data collision of the 4 inspira processors used simultaneously in the network. The system cannot be used with this error and is a risk for the patient due to possible incorrect assignments! The pentax dicom software is missing a time stamp and therefore data collisions can / do occur when using other processors in the network. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.